Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The reporter stated there was a burn mark on the display of the nano meter. No adverse event reported. Return of the suspect device was requested for evaluation.